Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the reservoir had large air bubbles. The customer¿s blood glucose level was 233 mg/dl at the time of incident. The customer entire set however he still had air bubbles in the reservoir. The insulin pump will not be returned for analysis.